Event description:
A territory manager contacted zoll customer support to report that a (B)(6) male patient passed away while wear the device. The patient's family and ems witnessed the lv alarming and said they saw the patient being "treated." Ems ripped the lifevest apart so they could shock the patient with their device. The patient in the hospital at the time of passing. The patient was wearing the lifevest at the time of death. The death was cardiac related.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. Death analysis concludes the device properly detected the ventricular arrhythmia (vt). However, the response buttons were pressed for three minutes delaying the treatment from being delivered. Subsequent monitoring of the patient's rhythm was not possible due to device deactivation. Upon evaluation, there was an unrelated failure. The trunk cable was ripped from the distribution node (dn) resulting in a broken j702 connector. The root cause for the pulled cable was unable to be positively determined, but was likely physical abuse when ems removed the device to treat the patient. The damage to the cable, however, did not cause or contribute to the patient's death. The device functioned as designed. No adverse event resulted from the damaged cable.